Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out of range pacing impedance measurements. Loss of capture (loc) and decreased sensing was also noted. A decision will be made in the near future on how to proceed. There were no adverse patient effects reported. Subsequently, additional information was received that due to suspected lead fracture, this lv lead was surgically abandoned, and a new lv lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.